Event description:
It was reported that the patient had a post-operation bleeding after a system implant procedure. A surgery was done to successfully address this. There were no additional adverse patient effects. The system remains implanted.